Manufacturer narrative:
Date sent to the FDA: 03/26/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 05/20/2021.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent partial removal surgery and recurrent hernia repair surgery on (B)(6) 2019 during which the surgeon noted a cone of fabric had been placed with the left internal ring but there is no fabric over the direct space which is where the recurrences developed. He dissected around the fabric, which was involved with the embryologic ligament, and amputated about half the mesh that was evident. It was reported that the patient experienced an unknown event. No additional information was provided.